Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that customer is not able to get the covers off the needles. There is a white substance on the needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield. The photo shows a needle assembly with the plastic shield. It has an epoxy drip over on the needle hub. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle hub. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 305198, lot number 0321115. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 16gx1-1/2in rb had foreign matter. The following information was provided by the initial reporter: it was reported that there is a white substance on the needle. It was also reported that customer is not able to get the covers off the needles.